Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an alert was triggered due to high pacing impedance on the right ventricular (rv) lead. There were also high thresholds noted, which appeared to be chronically high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and noise. Reprogramming was completed and the lead has been extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The analyst noted that only 11 cm of the lead was returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.